Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. H4: some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
It was reported that the power amplitude display of the device is not working. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A field service engineer (fse) went on site to evaluate and repair the device. The fse confirmed the reported malfunction and replaced the amplitude panel to resolve the issue. All panel meters were reset and the device went through all calibrations and testing without any issues.